Manufacturer narrative:
Zimmer biomet complaint (B)(4); additional 510k codes: k011028, k013227.

Event description:
It was reported loss of integration and relocation of the implant to sinus. Implant was removed in hospital in unknown date.

Manufacturer narrative:
One tapered screw vent implant was returned with an attached cover screw. Visual inspection revealed moderate wear and bone tissue attachment about the threaded region. The internal drive feature is similarly worn, and contains a large amount of bone tissue. The device history record review was performed and did not identify any non-conformances. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16 & ¿zimmer® one-piece implant system¿ 7458a, rev. 9/07 information identified: warnings other relative warnings include steroid and anticoagulant treatment which may affect the surgical site, surrounding tissue, or patient¿s healing function. Exposure to long-term use of bisphosphonate drugs especially with chemotherapy may impact implant survival. Careful patient selection including consultation with the patient¿s physician is strongly recommended prior to implant treatment. Excessive mobility, bone loss, or infection may indicate the implant is failing. Any implant which appears to be failing should be treated or removed as soon as possible. If removal is necessary, curette any soft tissue from the implant site and allow site to heal as though it were an atraumatic extraction. Due to the metal conductivity, electro surgery around the implants and intraoral abutment preparations without irrigation could result in tissue damage, patient injury and implant failure. The complaint could not be verified, as there were no manufacturing deviations identified with the implant that could cause or contribute to the reported event. The conditions under which the implant was subjected in the patient¿s mouth are unknown. No radiographs or photographs of the implant site were provided so the visual inspection of the reported infection could not be conducted. Therefore, based on the information provided, a definitive root cause cannot be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.